Manufacturer narrative:
Medwatch fields d1, d2a, d2b, d4, g1 and g4 were updated.

Manufacturer narrative:
The bilirubin total reagent expiration date was not provided. The c702 module serial number was (B)(6). The qc was acceptable. The alarm trace showed 2 sample short alarms on (B)(6) 2025. It also showed 2 sample clot detection alarms, and 3 abnormal aspiration alarms on (B)(6) 2025, and 05-nov-2025. These alarms indicate possible issues with the sample pre-analytical process or the aspiration of the sample probe. The field service engineer found that the sample probe was not adjusted to the correct sampling position. He adjusted the sample probes horizontally and vertically. The cause of the event was consistent with a hardware-related issue.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with bilirubin total gen.3 assay on a cobas 8000 c702 module. Patient 1: initial result: 12.1 mol/l. Repeat result: 66.2 mol/l. The sample was diluted in a decreased mode, and the result was accompanied by a data flag. On (B)(6) 2025, a new sample was drawn from patient 1 and tested, resulting in a bilirubin total value of 400 mol/l. Patient 2 was tested on (B)(6) 2025: initial result: 0.7 mol/l (lower than the technical limit). Repeat result: 171.2 mol/l (tested on a different module). The higher results were deemed to be correct.